Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14764. It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's atrial and ventricular leads both exhibited noise and low, out of range pacing impedance. The leads were both explanted and replaced. The patient was stable.